Event description:
It was reported that check syringe plunger sensor and base task timeout events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in excellent condition. Unable to duplicate the customer's reported issues. The root cause of the reported issues could not be determined. Actions taken to mitigate the reported issue: repairs will be performed when pump is converted to a loaner.